Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots, however this was not reproduced during investigation. The test battery cap secured properly to the pump, and no power loss was observed when exercised for 24 hours. Unrelated to the original complaint, during a visual inspection of the pump, a crack was noted on the battery compartment and the returned battery cap was also damaged. Evidence of rust was found on the returned battery cap and inside the battery compartment. A leak test confirmed that the pump was leaking from the battery compartment crack. The pump case was removed, and no further evidence of moisture ingress was found.